Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer was getting adjusted to the pump and basal settings were set too high. Carbohydrates were consumed to treat bg level. The customer consulted with healthcare provider regarding adjusting the pump settings.